Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid circumflex artery with moderate calcification. Pre-dilatation was performed and the 2.0 x 28 mm xience xpedition stent delivery system (sds) was advanced. Despite the pre-dilation, the sds could not be advanced to the lesion due to slight resistance felt distally with the stenosis. During removal of the sds, the proximal stent struts became bend due to interaction with the y-connector. Further dilatation was performed and a new xience xpedition sds was used successfully. The patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.